Event description:
The customer's parent reported via email that the insulin pump alarmed no delivery. The customer changed the entire infusion set and the insulin pump was working as normal. The customer tried to prime the tubing manually but the bottom of the reservoir would not move. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.